Event description:
It was reported during in clinic follow up that the atrial lead exhibited oversensing noise and inappropriate mode switch. Pacing impedance was on the low end but it was unknown if this value was normal relative to baseline. Lead damage was suspected. No patient consequences were reported.

Manufacturer narrative:
Additional information: b5 and h6

Event description:
Additional information received noted the atrial lead exhibited loss of capture. It was confirmed that the atrial lead impedance value had decreased from 473 o at the time of the implant in 2012 to 280 o. Programming changes were made. The patient was stable and asymptomatic.